Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. 510(k) - k130520. The actual sample was received for evaluation. Visual inspection revealed that the blood cardioplegia port (bcp port) of the actual sample as received confirmed there were no crack, deformity or other anomaly that could lead to the leak. The bcp port was separated from cable tie and tubing, and then subjected to visual inspection. There was no crack, deformity or other anomaly that could lead to the leak. The outer diameter of the bcp port was measured at the distal extremity and the edge of the barb and confirmed to meet the manufacturer control criteria. A factory-retained 1/4" tubing was connected to the bcp port and tightened with a cable tie, and then physiological saline solution was circulated at 5l/min, which is the maximum flow rate applicable to this product, with the back pressure set at 200mmhg. Then, saline solution was flown into the bcp port at 1l/min, which is the maximum flow rate applicable, for 6 hours. As a result, no leak occurred. A review of the device history record and incoming inspection record of the involved product code/lot number combination revealed no findings. IFU sates: band all connections in the circuit. Regularly check all tubing connections and ports for looseness or leakage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the state of connection had not been appropriate. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device during pre-treatment priming, the bcp port cap was detached and then the tube from another brand was attached to bcp port and tightened with cable tie gun; however, the priming solution leaked. The tube in question was exchanged with a spare tube. The leak was solved, and the actual sample was used in the clinical field. The patient was not harmed. The procedure outcome was not reported.